Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of tonsillectomy in 1997 and ovarian cyst, fibroids and depression. Previously administered products included: iud nos. The only concomitant product mentioned was lortab [loratadine]. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3007 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with depo-provera (medroxyprogesterone acetate), valium (diazepam) and percocet [oxycodone hydrochloride;paracetamol] as well as surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: procedure essure device placed in right, left, tubal ostia, under direct visualization 2 coils noted left, 5 coils noted right. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2014: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of tonsillectomy in 1997 and ovarian cyst, fibroids and depression. Previously administered products included: iud nos. The only concomitant product mentioned was lortab [loratadine]. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3007 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with depo-provera (medroxyprogesterone acetate), valium (diazepam) and percocet [oxycodone hydrochloride;paracetamol] as well as surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: procedure essure device placed in right, left, tubal ostia, under direct visualization 2 coils noted left, 5 coils noted right. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2014: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-dec-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.